Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer stated her sensor glucose was reading far off from blood glucose. Customer's blood glucose was 153mg/dl and sensor glucose was 248mg/dl. The customer also encountered low blood glucose of 40mg/dl. Customer stated she may have over compensated and ended up with an extreme high of 518mg/dl and ketoacidosis. During her hospitalization she was treated with, insulin drip and IV drip. The customer was wearing the insulin pump during hospitalization. Customer declined high blood glucose troubleshooting.